Event description:
The customer's mother reported that the customer was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 536 mg/dl. The customer's mother stated that the customer had the stomach flu which could have contributed to the elevated blood glucose levels. Troubleshooting was performed and found that the basal rate was not set in the insulin pump. New basal rates were programmed into the insulin pump, but the customer's blood glucose levels remained high. The prime test failed. A tubing clamp was not available to perform the high pressure test. It was reported that since the event, the customer has been using a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.